Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The customer performed a comparison study between both dimension vista instruments by testing multiple patient samples for calcium on each instrument, all of which resulted the same on both instruments. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted the same as the initial result. The operator then reran the sample twice on an alternate dimension vista instrument and it resulted higher both times. The rerun results were not reported to the physician(s). The laboratory requested that the patient be redrawn. The redraw result and whether the redraw result was reported to the physician(s) is unknown. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.